Event description:
Caller reported cgm error 42 related to their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and guided the caller through the reset process, after which the pump no longer displayed the cgm error code. The caller successfully started their sensor session following these actions.